Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that she was hospitalized for a blood glucose of 680 mg/dl. She was hospitalized overnight and treated. No specific symptoms or treatments of the hyperglycemia were mentioned. Troubleshooting for the high blood glucose was declined. She also mentioned another incident in which her blood glucose dropped to 46 mg/dl, and she treated that with orange juice. No products were shipped or returned.